Event description:
It was reported that the patient's device was explanted and replaced. The patient described pain, discomfort, and "jolting" at the generator site. Impedances on electrode 9 were also >10,000 ohms. There was no patient injury and she recovered without sequela.

Manufacturer narrative:
Final analysis of the implantable neurostimulator revealed that the device was functionally okay with insignificant anomalies.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the implantable neurostimulator (ins) was replaced in (B)(6) 2012 and the ins was moved from the buttocks to the backside. It was noted the ins was replaced because "partial lead was messed up." It was clarified that the lead had not come loose and there was no issue with the lead. It was further noted the patient had seen multiple manufacturer representatives (reps) and had gotten confused.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2009 (B)(6), product type recharger product ID, 37743 lot# serial# (B)(4), implanted: 2009 (B)(6), product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.